Event description:
It was reported that the patient underwent a full revision due to high impedance and lead fracture. Suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
The device was discarded. No other relevant information has been received by manufacturer to date.